Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that the patient had redness around the stoma site and skin protrusion for a week. Patient was treated with betadine dressing twice a day. Fucidin cream twice a day, medo cream, antibiotics curam 1gm, tavanic tablet 500mg once a day, and flagyl three times a day.